Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that the right femoral artery was fully occluded by the impella repositioning sheath. A 6fr antegrade sheath was placed for distal limb perfusion and support with the implanted pump was maintained. Additional information noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia could not be determined as the device was not returned nor sufficient clinical details.